Manufacturer narrative:
The investigation for the aic (console) purge disc/flag issues has been completed. Data logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was returned and examination found glucose residue observed around the purge pressure sensor during inspection of the console. The root cause of the purge disc not detected alarm was likely the contamination of the purge pressure sensor.

Event description:
The user facility reported on a patient was on impella 5.5 support. During use, they stated that they were changing the cassette. However, they were unable to complete the procedure due to purge disc not detected alarm. They tried two cassettes before calling and could not complete the cassette change. All connections were secure and the blue purge disc securement appeared intact. They switched to a new console with resolution.